Event description:
The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. A review of episode 25 indicated that the patient had nine beats of ventricular tachycardia, of which, eight were above the ventricular fibrillation (vf) zone. The vf zone was programmed at 190. Since this was a non-sustained episode, this was all the information. It was noted that the rate must have dropped below 190; therefore, therapy was never given. There was an episode the day prior to the patient's death that met detection and a 17 joule shock successfully converted the fast ventricular tachycardia/ventricular flutter. Evidence of normal device function, as programmed. The patient had non-sustained arrhythmias that were detected and the device was pacing intermittently. The patient developed what appears to be an agonal rhythm and subsequently died.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock, performed a patient initiated interrogation (pii) and went to lie down. The patient's spouse found the patient non-responsive about an hour later and performed CPR and called 911; however, the patient passed away. The patient was not transported to the hospital, but went directly to the funeral home. The patient's spouse indicated that the cause of death was fatal arrhythmia - ventricular fibrillation (vf) as well as ischemic cardiomyopathy, post-traumatic stress disorder, and diabetes. The patient's spouse inquired how her husband could have passed away due to an arrhythmia if he had a defibrillator. Technical services (ts) discussed the difference between electrical system and coronary system. Additional information indicate that there was successful conversion as well as non-sustained episodes.

Manufacturer narrative:
At this time, it is unknown if the device will be returned for analysis. If additional information is received, this report will be updated.